Manufacturer narrative:
Product event summary # analysis confirmed the stated reason for return of an error, which was displayed on the screen after start-up. It was additionally noted that the presence of this error prevented incoming tests from being able to be performed. It was determined that the main board needs to be replaced. The unit will also be cleaned and inspected, calibrated and retested on the automated testing system. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator generated an error. The generator was returned for service. No patient complications have been reported as a result of this event.